Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when going the load process, the pump did not proceed past the fill tubing step and the customer was prompted to fill the tubing again and was unable to select "stop" until 10.2 units of insulin had been completed. It was reported that the issue occurred on multiple occasions. Blood glucose level was 122 mg/dl. During troubleshooting with tandem technical support, the customer completed the load process successfully.